Event description:
It was reported to philips that the screen was broken. There was no patient involvement.

Event description:
It was reported to philips that the screen was broken. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2021. Upon evaluation of the device by an authorized bench technician, it was verified that the display showed signs of impact damage and was no longer providing an image. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the display assembly. The customer was advised that the display assembly would need to be replaced to return the device to working condition. After recommendations were provided for the repair, the customer declined further service and the unit was returned unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.